Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pfa procedure, a clot was observed in the sheath when removing the advisor hd grid catheter from the left atrium to switch to the non-abbott (farawave) catheter. The sheath was aspirated and the clot was removed. The procedure was successfully completed using the same sheath. There were no adverse consequences for the patient.